Event description:
It was reported that during a lap chole procedure, the clips were not closing all the way at the apex and were sliding off the vessel. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Instrument a: shaft. Evaluation summary: the analysis result showed that the er320 instrument (a) was returned with the shaft bent. Only one clip was fired conforming due to the condition of the device. While no conclusion could be reached as to how the shaft was bent, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The er320 instrument (b) was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.